Event description:
Device malfunctioned. Clinical site notified mfg rep [manufacturer representative] directly about event and coordinating product return. Manufacturer response for diagnostic ultrasound catheter, 10fr x 90cm soundstar eco diagnostic ultrasound catheter (per site reporter).